Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
This patient is a participant in a study, and experienced this event post approval, patient was in the control group. Patient status post anterior cervical plate implantation, c5 - c6, was evaluated at six (6) weeks, three (3) months, twelve (12) months, twenty-four (24) months and thirty-six (36) months. At sixty (60) month visit, patient reported continuing neck pain, a MRI revealed ddd at adjacent level of c6 - c7. Patient re-evaluated in 2009, surgeon suggested removal and extension of the hardware. The hardware was removed at c5 - c6, and patient was revised to anterior cervical plate at c6 - c7, and anterior cervical plate application extending from c5 - c7. Patient returned for post op visit eighteen days later, and there were no reports of adverse events.